Event description:
The orsiro drug-eluting stent system was chosen for treatment. Without predilatation the orsiro was delivered into the target lesion and upon several attempts to inflate the delivery balloon it was finally successful. After stent deployment it was not possible to deflate the balloon and the system had to be removed by force.

Manufacturer narrative:
The returned instrument was subjected to a technical analysis and the corresponding production documentation was reviewed to establish whether a deviation from the manufacturing process could be the cause for the reported event. In addition, two videos of a balloon deflation attempt outside of the patients body were reviewed. The technical investigation revealed that the balloon has been inflated and was partially deflated in the as returned state. A medium amount of contrast medium residue observed in the balloon and inflation lumen. The balloon could be inflated and deflated within the specified maximum deflation time. Review of the production documentation confirmed that the instrument was manufactured according to specifications and passed all inprocess and final inspections. Based on the conducted investigations, no manufacturing or material related root cause could be determined. The root cause for the reported event is most likely related to the handling during the procedure (i.e. Insufficient inflation and deflation time). It should be noted that the IFU advises the user to hold the pressure for 15-30 seconds during inflation and that the instrument shall be deflated for at least 35 seconds. In addition, according to the IFU, pre dilatation of the lesion is mandatory.